Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 serial#: (B)(4) model description: artisan 2x8 paddle lead (lim), 70 cm. The explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at the pocket site and an open sore. The patient had been experiencing redness and oozing. The phhysican prescribed keflex to the patient and the patient was reportedly doing fine after the explant procedure.

Event description:
A report was received that the patient was explanted due to infection at the pocket site and an open sore. The patient had been experiencing redness and oozing. The phhysican prescribed keflex to the patient and the patient was reportedly doing fine after the explant procedure.